Event description:
Since implant, all device parameters have remained normal. On (B)(6) 2015 the battery status showed 61%, which was sent via home monitoring. Then on (B)(6) 2016 the device was suddenly at eri, which was also detected by home monitoring. No therapy has been delivered and there have been no changes in parameters during this period. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt, the interrogation of the implantable cardioverter defibrillator revealed the battery status eri. The device was implanted for 56 months and 20 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. This inconsistency led to the automatic detection of the battery status eri and a notification via home monitoring to assure the patients safety. The device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage, as well as the overall current consumption of the electrical module, was directly measured. Thereby a normal current consumption could be confirmed. However, the measurement of the battery voltage revealed a depleted battery. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery a reduced electrical resistance localized on the array of cathodes was identified, which led to a slightly increased internal self-depletion within the battery and therefore to the clinical observation. In conclusion, the device was implanted for 56 months. An increased internal self depletion within the battery was found to be the root cause for the clinical observation.